Manufacturer narrative:
Added information to section h6 (component code, investigation findings and investigation conclusions). H11: additional manufacturer narrative: intermediate/late onset endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient?s body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported events. The most likely root cause for vegetation and pannus is patient factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china a 2800tfx25mm valve implanted in aortic position was explanted from a 64-year-old patient after an implant duration of approximately four (4) years due to severe degeneration leading to mild regurgitation (the peak systolic blood flow velocity of the aortic valve bioprosthesis was 1.93m/s, the peak pressure difference was 14mmhg, and the average pressure difference is 9mmhg). As reported, the patient was noted as to be discharged home after reintervention.

Manufacturer narrative:
Updated section b5 (describe event or problem) and h3 (device evaluated by manufacturer). Corrected data in section d9 (date returned to manufacturer) and h6 (device code): 2993 (adverse event without identified device or use problem) and 4001 (patient device interaction problem) replace 1153 (degraded). Added information to section h6 (type of investigation). H3: device evaluation: the device was returned for evaluation. Customer report of regurgitation was confirmed through visual observation of valve as received. X-ray demonstrated wireform intact. Vegetations were observed on the surfaces of all three leaflets on both aspects. Vegetation overgrowth restricted leaflet mobility, created a gap in the central coaptation region and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at both aspects. A separate section of host tissue was returned with the valve. Multiple suture and pledgets were observed around the sewing ring. Metal band was exposed on the inflow aspect. Sewing ring was cut around leaflet 1 and 2. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china a 2800tfx25mm valve implanted in aortic position was explanted from a 68-year-old patient after an implant duration of approximately four (4) years due to severe degeneration leading to mild regurgitation (the peak systolic blood flow velocity of the aortic valve bioprosthesis was 1.93m/s, the peak pressure difference was 14mmhg, and the average pressure difference is 9mmhg). Per product evaluation findings, vegetations and moderate host tissue overgrowth were also observed. The patient was noted as to be discharged home after reintervention.